Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported that he device did not staple correctly. Please explain, did the device not deploy straps, did the device jam/lock or was there difficulty with the device straps adhering to tissue/mesh? Affiliate reported the sales rep was present in the surgery and he observed the clip did not fix in the tissue at the moment of the firing. The device was fired other times in different locals with the same result: wrong fixation.

Event description:
It was reported that the patient underwent a laparoscopic right inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, the clip did not fix in the tissue at the moment of the firing. The device was fired other times in different locals with the same result. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
No visual damages were presented on the returned device. The provided device was activated manually and 16 straps were delivered properly. The device trigger was locked as normal process. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components.